Event description:
It is reported that the clamp fractured while reducing the fracture for iliosacral screw.

Manufacturer narrative:
Evaluation summary: an investigation of this lot, as well as others manufactured from the same supplier, found that the devices were manufactured from the incorrect grade of stainless steel. Due to this incorrect material being used, these devices are at a higher potential for fracture. As returned, one of the jaws is fractured at the point where it thickens. Aside from the fracture, the device appears to be in good shape, no signs of misuse are evident. The device has a potential field age of approximately 20 months. These devices are subject of a recall under zimmer recall number 1822565-02012010-002-r. Please reference this report for additional details on the investigation and corrective action.